Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response on the up arrow due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the display window, a cracked display window at the bottom right side corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot.